Manufacturer narrative:
Concomitant medical products: dtma1d4 device, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with phrenic nerve stimulation and diaphragmatic stimulation following a routine cardiac resynchronization therapy defibrillator (crt-d) replacement. It was also noted the right atrial (ra) lead impedance increased but will still in normal range and threshold increased. The pocket was opened and the lead was tested via analyzer and there were no issues with the lead. The physician believed the implanting physician did not insert and screw in the lead properly and there was an issue with the setscrew resulting in the ra lead impedance and threshold changes. The lv lead was reprogrammed to resolve the stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with phrenic nerve stimulation and diaphragmatic stimulation following a routine cardiac resynchronization therapy defibrillator (crt-d) replacement. It was also noted the right atrial (ra) lead impedance increased but will still in normal range and threshold increased. The pocket was opened and the lead was tested via analyzer and there were no issues with the lead. The physician believed the implanting physician did not insert and screw in the lead properly and there was an issue with the setscrew resulting in the ra lead impedance and threshold changes. The lv lead was reprogrammed to resolve the stimulation and replaced. No further patient complications have been reported as a result of this event.